Manufacturer narrative:
Insulin pump had no act button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had a minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker

Event description:
No blood glucose levels reported. It was reported that the customer received a button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).